Event description:
It was reported that this pacemaker detected high out-of-range right atrial (ra) lead impedances and oversensed noise. The lead was reprogrammed from unipolar to bipolar and remains in service. The patient is pacemaker dependent and the noise cause pacing inhibition however there was no asystole. The patient will be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).